Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred and pump would not turn on. Customer¿s blood glucose level was in 533-576 mg/dl in range. The customer administered 10 units of insulin through manual injection to address blood glucose level. The customer reverted to an alternate method of insulin therapy.